Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and a bilateral implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed opening striated on anterior side assessed as surgical damage. Additional observations: crease fold observed. White calcification on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.